Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device expulsion ("migration of essure device location of device: uterus") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulliparous. Previously administered products included for birth control: yaz. Past adverse reactions to the above products included adverse drug reaction with yaz. Concurrent conditions included endometriosis and ovarian cyst. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), scar ("tissue scarring") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (to remove the essure) and surgery (hysterectomy with bilateral salpingo-oopherectomy, vaporization of endometrial implants). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain had resolved and the device expulsion, weight increased, scar and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, device expulsion, pelvic pain, scar and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery diagnostic results: in 2006 patient underwent hysterosalpingogram most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "migration of essure device location of device: uterus, stomach pain", lab data added from pfs, historical drug and concomitant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and scar ("tissue scarring"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain, weight increased and scar outcome was unknown. The reporter considered pelvic pain, scar and weight increased to be related to essure. The reporter commented: she need for additional surgery. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.